Manufacturer narrative:
B3. Event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used for spinal therapy. It was reported that during a post-operative visit, x-rays revealed that one setscrew was no longer locked into the tulip head. The patient experienced non-union as a complication. There were no further complications reported regarding the event. Additional information received from manufacturer representative that there is no plan/schedule for revision surgery to the patient at this time.